Manufacturer narrative:
Discordant negative antibody screening reactions for one patient having an anti-k(kel1) antibody when performing duplicate antibody screens. The ortho vision® ID-mts¿ analyzers are confirmed to operate as expected. The root cause could not be determined. No product failure is identified. No biased result was reported to a physician. No patient was harmed. (B)(4).

Event description:
(B)(4). A customer contacted ortho care on (B)(6) 2021 after observing what was described as discordant negative reactions for antibody screening in indirect antiglobulin test (iat) for one patient using their ortho vision® ID-mts¿ analyzers. Complainant/complaint reporter: (B)(6), medical technologist. Events dates: (B)(6) 2021. Analyzers: ortho vision® ID-mts¿ analyzers (B)(4). Software version: (B)(4). Reagents: not applicable. Patient information: known to have an anti-k(kel1) antibody. Sample (B)(6). The customer reported that they had tested sample (B)(6) from this patient for antibody screening in iat using 0.8% selectogen® lot vs389 (expiry date 02 november 2021) freshly opened on (B)(6) 2021 and mts¿ anti-igg card lot#051921001-04 (expiry date 08 may 2022) in conjunction with their ortho vision® ID-mts¿ analyzers and that they had obtained negative reactions with both cells of the red cell reagent. Chronology of testing was provided as follows: (B)(6). The customer reported that on the same day, they had tested the same sample for antibody identification in iat using 0.8% resolve panel a lot vra390 (expiry date 02 november 2021) in manual ID-micro typing system¿ method and that they had obtained: (B)(6). The customer reported that on the same day, they had tested the same sample for antibody screening in iat using the same reagents as used on their ortho vision® ID-mts¿ analyzers in manual method applying a 15-minute incubation time and that they had obtained: cell, reactions strength, k(kel1) antigen status, red cell lot; 1, 1+, positive heterozygous, vs389; 2, 0, negative, vs389. The customer reported that no biased result was reported to a physician. The customer reported that the patient was not harmed because of the reported events.